Event description:
It was reported that device alert tones were heard and interrogation indicated a right ventricular (rv) lead "pace/sense malfunction" based on impedance trend reporting and alert tones. It was also reported by the patient that "the faulty lead had a ton of impedance." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).